Event description:
It was reported that gradually increasing pacing impedances were noted on this right ventricular (rv) lead. The impedances alerted high out of range at 2046 ohms, with sensing and threshold measurements stable and in range. Technical services (ts) recommended continued monitoring as sensing and thresholds remain stable. This rv lead remains in-service. No adverse patient effects were reported.